Manufacturer narrative:
H10: the customer reported the non-OEM battery was replaced with a philips approved battery. The issue was resolved. The device passed pvt and returned to service.

Event description:
Philips received a complaint from customer biomed reporting the battery on the v60 ventilator does not charge. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the issue began after the power management (pm) printed circuit board assembly (pcba) was replaced. The rse verified the battery is a non-philips brand. The rse advised customer that the pm pcba with software revision 1.30 will not recognize a non-philips battery brand. The battery required an exchange with a philips battery for compatibility. The customer acknowledged and will order the appropriate battery for correction. Investigation is ongoing.